Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to unfold well. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be good. Note: no further information has been obtained despite good faith efforts.